Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger of a proglide device was retracted at step 3, the suture was not observed and the user realized the suture was cut. The intent was to preplace the sutures of two proglide device; however, due to the suture break with the first proglide device the suture of only one additional proglide device was successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed. A single proglide is not expected to achieve hemostasis of a large hole closure; therefore, hemostasis was achieved with the pre-placed proglide suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.